Event description:
During use, the 4 markers of enterprise vrd (enf452212/10123425) seemed to be together on angiogram which means, it doesn't seemed to be fully deployed, so the physician pulled it back. There was adverse event reported, and the device will be returned for analysis.

Manufacturer narrative:
During use, 4 markers of the enterprise vrd ((B)(4)) seemed to be together on angiogram which means, it doesn't seemed to be fully deployed. Therefore, the enterprise was pulled back together with the prowler select plus microcatheter. During deployment, the microcatheter was pulled back to exposed the stent, and the stent came out of microcatheter once the microcatheter was withdrawn. However, the stent did not expand once the stent was exposed in the vasculature. After the event, the enterprise was removed with the microcatheter. But, it was also stated that the microcatheter was removed with a guidewire to exchange the microcatheter and maintained target site. The enterprise vrd was used to treat an aneurysm. During deployment, the stent was placed at least 5mm on either side of the aneurysm neck. There was no resistance/friction during insertion or releasing the stent, but the stent was released past the recaptured point. There any thrombus or stenosis at the target site that may have prevented complete expansion of the stent, and during the attempt to release the device, the stent was not in a side branch, bifurcation, or at an acute angle. All labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, and a constant and dedicated heparinized saline source was used at all times. The microcatheter distal tip was re-shaped with the shaping mandrel, stent, and without any damages. After the event, other than the reported event, the device was not damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter, and the stent did not remain attached. The target site was the acom artery. There was adverse event reported, and the device will be returned for analysis. A non-sterile unit of enterprise vrd and delivery was received coiled in a plastic bag. Enterprise and stent were received. The stent was received fully expanded inside of a small plastic bag. On enterprise two bend conditions were observed at 9cm and 13cm from distal tip end, waves conditions were observed at coil section and stretched condition was observed at 4.5cm from distal tip end. The stent was observed deployed and no damages were observed. Enterprise and stent were observed under vision system and no other damages were observed than found during visual analysis. Per (B)(4) review the device history records relative to the manufacturing, inspecting and packaging of lot 10123425. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported incomplete expansion during attempted deployment could not be evaluated since the stent was received fully deployed without damages. The cause and timing of the delivery wire damage noted on the returned device as related to procedural use could not be conclusively determined; however, there is no indication that this would have impacted the expansion of the stent. The returned device did not present with indication of manufacturing defects or anomaly contributing to the reported event and the device history records review indicate that the product met specification prior to shipment. It is possible that clinical/procedural factors including vessel characteristics may have contributed; however, based on the available information no conclusion can be made. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
During use, four markers of the enterprise vrd (enf452212/10123425) seemed to be together on angiogram which means, it doesn't seemed to be fully deployed. Therefore, the device was pulled back. There was no adverse event reported, and the device will be returned for analysis. No further information was provided for the reported event, although multiple attempts were made. A non-sterile unit of enterprise vrd and delivery was received coiled in a plastic bag. Enterprise and stent were received. The stent was received fully expanded inside of a small plastic bag. On enterprise two bend conditions were observed at 9cm and 13cm from distal tip end and waves conditions were observed at coil section and stretched condition was observed at 4.5cm from distal tip end. The stent was observed deployed and no damages were observed. The enterprise and stent were observed under vision system and no other damages were observed than found during visual analysis. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10123425. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure markers sticking together could not be confirmed as the received stent was received fully expanded. The cause of the event experimented by the customer as well as the damages observed during analysis (bends, waves and stretched conditions cannot be conclusively determined. However; procedural factors might have contributed to the reported. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.